Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise, undersensing, and capture could not be determined. The lead was capped. No patient symptoms were reported.

Event description:
New information states that the patient was in good condition.